Event description:
New information received notes the right atrial (ra) lead noise over-sensing results in under-pacing and inappropriate detection.

Event description:
It was reported that the patient presented remotely to the clinic via merlin.net transmission. The patient's right atrial (ra) lead was noted to over-sense noise with pocket manipulation at the clinic found the noise reproducible. The ra lead was capped and replaced on (B)(6) 2024. The patient was in stable condition.